Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on receiver and it passed. A global receiver functional test was performed and passed. Receiver data log was downloaded and reviewed, finding hardware errors and screen errors. Hardware errors found in data log confirmed the reported complaint. Based on the finding of the hardware errors this is being reported. The root cause was determined to be firmware errors.

Event description:
The patient's daughter contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, their receiver would not turn on. There was no report of injury or medical intervention. No additional event or patient information is available.